Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to an unspecified reading obtained on the adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as sweating, loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a 0.9 mmol/l glucose test and administered glucose infusion for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.